Manufacturer narrative:
An event of cardiac arrest and hypoxia was reported. Information from field indicated that the patient went into cardiac arrest just before releasing the device from delivery cable and performed cardiopulmonary resuscitation (CPR). Reportedly, the cause of the cardiac arrest was attributed to the anesthesia administered during the procedure. Tee image loop provided by field showed part of the left atrium and left ventricle. There was no thrombus or air bubbles noted inside the left atrium or left ventricle. No large pericardial effusion visible. Based on the information received, the cause of the reported incident could not be conclusively determined. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. During the procedure, the device was placed into the left atrial appendage. Just before releasing the device from the delivery cable, the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed. The patient survived. The amulet occluder stayed in place. The cause of the cardiac arrest was believed to be because the oxygen saturation was low, and the procedure was performed in sedation. The physician attributed the cardiac arrest with the anesthesia administered during the procedure with was propofol induced. There was no allegation of malfunction against the device, and it was reported that this event was related to the patient's medical history. The patient was reported to be discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 14 june 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. During the procedure, the device was placed into the left atrial appendage. Just before releasing the device from the delivery cable, the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed. The patient survived. The amulet occluder stayed in place. The cause of the cardiac arrest was believed to be because the oxygen saturation was low, and the procedure was performed in sedation. There was no allegation of malfunction against the device, and it was reported that this event was related to the patient's medical history. The patient was reported to be discharged.